Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneous high glucose modular (glum) serum result did not match the duplicate result generated on the unicel dxc 800 pro synchron chemistry analyzer. The customer runs glum patients in duplicate mode. The initial result was 98 mg/dl and the duplicate was 112 mg/dl. The sample was repeated on another instrument and the obtained results (99, 99, and 98 mg/dl) were similar to the initial run. The repeat results were reported. The result was not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
The sample was serum. Qc and calibration were within range prior to or after the event. Service was not dispatched for this particular event, however service has visited this account many times over the past few months and local along with national field service continues to monitor this account. No definitive root cause can be determined for this event.